Manufacturer narrative:
The customer reported that on a dual monitor central nurse's station (cns) set up, the primary monitor went blank. The biomedical engineer swapped power bricks but no change occurred. He continued to power down the cns and unplugged the secondary monitor. On bootup, the primary monitor seemed to work until the cns software came up and then the monitor blanked out again. Due to nihon kohden not conducting repairs on this type of unit, the customer asked for a replacement unit. Customer was provided with the part number for a replacement unit.

Event description:
The customer reported that on a dual monitor central nurse's station (cns) set up, the primary monitor went blank.